Event description:
Consumer reports pt is receiving very high and very low readings. Is very frustrated and unsure of how to treat themselves. Analysis run on clark error grid using mean average readings (191) as ref. Point vs. Bd readings (51, 220) yielded data points in the e/c range on the grid, outside of acceptable limits.